Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and was hospitalized on an unknown date. The customer¿s blood glucose level was 500 mg/dl at time of incident and current blood glucose level was 316 mg/dl. The customer¿s blood glucose level was 508 mg/dl. The customer was treated with manual injections. The customer declined troubleshooting for the further issues. The insulin pump will not be returned for analysis.